Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback due to the pt's medical condition. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, the pt became unresponsive. Treatment was ended without performing rinseback, resulting in an estimated blood loss of 190cc. The pt was transported to the ER and diagnosed with cardiac v-fib, which was assessed by facility staff as unrelated to nxstage therapy.